Event description:
Resident was on the stretcher cart after a morning shower with the wheels locked and the safety/side rails up and locked in position. The stretcher cart was on a level surface and the belt (on the cart) was in place. Hands on caregiver was waiting for add'l help to complete the transfer from the stretcher to the resident's bed as prescribed (by facility policy). Resident had a spasm of his right leg causing a sudden weight shift to the right which resulted in the stretcher cart tipping over and the resident landing on his right side on the floor. Resident was immediately examined by rns present in the area. Resident was examined by the physician before transfer from the supine position on the floor to his bed was completed. No problems at the time were noted. Resident was transferred from the floor to his bed by four caregivers using a transfer device. Resident was reexamined (in his bed) and x-rays ordered. No evidence of fracture. No bruising or other problems noted with resident on observation for several days following the incident. Stretcher cart was examined on the spot with the stretcher cart still on its side on the floor and all components were in working condition.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: unknown. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design, none or unknown. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.